Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds and no capture at eight volts. A chest x-ray confirmed that the ra lead had dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.